Event description:
A 78-year-old female pt was enrolled in the study in 2007 with 1 vessel disease. The main indication for the procedure was stable angina pectoris. This female pt with a history of obesity, hypertension, hyperlipidemia, non insulin-dependant diabetes was admitted for coronary evaluation due to stable angina. The pt was currently taking aspirin, plavix, statins, and beta-blockers. Baseline vital signs and lab values revealed a heart rate of 71bpm with normal sinus rhythm, moderate anemia (10.7g/dl), and systolic hypertension (168/63mmhg). The anemia was described as a chronic, pre-existing condition. The pt was being treated with ferrous fumarate supplement. Angiography revealed 3-vessel coronary artery disease and a total of 5 distinct lesions were treated in the left anterior descending artery (lad), the left circumflex artery (lcx) and the right coronary artery (rca). The procedural details were not provided at the time of initial report; they have been requested. Post-procedure, the pt experienced a rise in cardiac enzymes (peak ck and troponin t>/=5 times the upper limits of normal (uln). He was diagnosed with a myocardial infarction (mi). The pt denied chest pain; however, ECG showed st segment depression. The area of distribution of infarct is not know. There was no evidence of thrombus and the event did not require additional pci or surgical intervention. The event resolved without sequelae and pt was discharged after 4 days hospitalization.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product.